Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.

Event description:
It was reported that the pump battery was noted to be depleting quickly - dropping from 100% battery life to 5% within the same day. The customer plugged the pump into a power source and charged the pump to 15% battery life, at which point the pump was removed from charging in order to take a bolus. Before the bolus could be completed, the battery gauge dropped again and the pump shut down. There was no impact to the customer's blood glucose level.